Event description:
According to the distributor's report, the device inadvertently contacted the pt's eye during a facial laceration repair and glued it shut. The caller was instructed to use petroleum based ophthalmic ointment to assist in opening the eye. No further info was reported.